Event description:
It was reported that during a follow up in clinic, a complete download of all of the stored episodes on the device was unable to be performed. Abbott technical support was contacted and a firmware download was recommended. No intervention has been performed at this time. The patient was in stable condition.